Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was returned with missing end cap sticker.

Event description:
Customer reported via phone call high blood glucose levels and device exposure to a magnetic field. Customer's blood glucose level was 479 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with the insulin pump. Customer advised they had a bent cannula which may have contributed to high blood glucose levels. Troubleshooting for exposure to magnetic field was performed. Customer advised the insulin pump was put through a conveyor belt at the airport. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.